Event description:
It was reported that, on an unknown date, the hand piece for battery powered driver gears were grinding. It was reported that the device did not malfunction during surgery. It was also reported that the event did not contribute to death or injury. This is report 1 of 1 for compliant (B)(4).

Manufacturer narrative:
This device is used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing. No conclusion could be drawn. Review of the manufacturing records indicates that the parts were processed within specification and no discrepancies were noted that would be associated with this complaint. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device was received running continuously. The cause of the motor failure is unknown. The circuit board, motor, and membrane switch/flex circuit were replaced as well as all applicable components. There are no known ncrs associated with this part and lot number. This item was repaired and returned to the customer. (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(4): it was reported the device is inoperable. A service history of the past three years has been reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(4)